Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, runthrough hypercoat. Guide cath: heartrail ii bl3.0. Stent: cypher 3.0x13. A thorough analysis could not be performed because the device was not returned to abbott vascular. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, moderately calcified and 80% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager may have aided the investigation in determining a cause for the experienced rupture. Based on the information received and without the product to examine, a definitive cause for the reported rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the lesion was located in the proximal circumflex artery. The vessel was characterized as being mildly tortuous and moderately calcified with 80% stenosis. Non-abbott guide wires and stent delivery systems (sds) were advanced toward the lesion. The non-abbott sds was unable to cross the lesion and so dilatation was performed with the voyager nc balloon dilatation catheter (bdc). At first inflation the bdc ruptured under 14 atmospheres. The bdc was exchanged with a non-abbott bdc to continue and complete the procedure. No patient effects were reported. Though requested, no additional information was provided.